Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was double feeding. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was received with one cam ramp broken. This could potentially have been caused by twisting of the jaws, force placed on the jaws during activation, or excessive loading due to forming a clip over another device. The device was noted to be empty, the lockout was fired through, and the advancer was disengaged from the feedbar. During further evaluation, the device was cycled and the antibackup feature was found to be non-functional. The device was disassembled and the ratchet pawl was found worn out. Possible causes for the found condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. This condition may lead to feeding issues. A batch record review was performed and no anomalies were found during the manufacturing process.